Event description:
New information received noted that the chest x-ray revealed that the atrial lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information requested, but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited loss of capture and low sensing. The patient was sent for a chest x-ray; no intervention was reported. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 51.4 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.